Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 23-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), myalgia ("muscle pain"), the first episode of arthralgia ("joint pain"), adenomyosis ("occurence of diffuse adenomyosis"), cyst ("cyst"), the second episode of arthralgia ("knee pain"), visual impairment ("vision decreased"), dizziness ("dizziness") and fall ("falls in stair") and was found to have fibroma ("fibroma"). The patient was treated with surgery (total hysterectomy and salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, fatigue, myalgia, adenomyosis, cyst, fibroma, the last episode of arthralgia, visual impairment, dizziness and fall was resolving. The reporter provided no causality assessment for adenomyosis, back pain, cyst, dizziness, fall, fatigue, fibroma, myalgia, visual impairment, the first episode of arthralgia and the second episode of arthralgia with essure. The reporter commented: she is in convalescence and was recovering slowly. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 23-apr-2019. The most recent information was received on 26-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain") in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), myalgia ("muscle pain"), the first episode of arthralgia ("joint pain"), adenomyosis ("occurence of diffuse adenomyosis"), cyst ("cyst"), the second episode of arthralgia ("knee pain"), visual impairment ("vision decreased"), dizziness ("dizziness") and fall ("falls in stair") and was found to have fibroma ("fibroma"). The patient was treated with surgery (total hysterectomy and salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, fatigue, myalgia, adenomyosis, cyst, fibroma, the last episode of arthralgia, visual impairment, dizziness and fall was resolving. The reporter provided no causality assessment for adenomyosis, back pain, cyst, dizziness, fall, fatigue, fibroma, myalgia, visual impairment, the first episode of arthralgia and the second episode of arthralgia with essure. The reporter commented: she is in convalescence and was recovering slowly. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 26-apr-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.